Event description:
A pt underwent a rf ablation procedure and at the completion of the procedure the pt was unresponsive. The four catheters that were in place during the procedure were removed, and a pericardiocentesis was performed. The procedure was successful for removing some fluid which slightly improved the pt's condition. The pt was then transferred to surgery for creation of a pericaridal window. The pt's condition presently is good. The pt was diagnosed as having suffered a perforation during the rf ablation procedure. No malfunctions of any of the catheters were reported to have occurred during this procedure.